Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2017 the filter was unable to be removed. The prong on the left lateral aspect of the lumen appeared extraluminal and was scarred in and was unable to be retrieved. On (B)(6) 2018 a computed tomography (CT) scan of the abdomen revealed the filter was tilted causing a mesenteric perforation. There was moderate rightward tilt and perforation of one strut noted posteriorly without encroachment into the bowel/aorta.

Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2017 the filter was unable to be removed. The prong on the left lateral aspect of the lumen appeared extraluminal and was scarred in and was unable to be retrieved. On 12 november 2018 a computed tomography (CT) scan of the abdomen revealed the filter was tilted causing a mesenteric perforation. There was moderate rightward tilt and perforation of one strut noted posteriorly without encroachment into the bowel/aorta.